Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1d03f, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that electrode 1 had impedance measurements greater than 4,000 ohms. The rep reported that electrode 1 was tested and was out of range and the patient was not having any motor responses with electrode 1. The rep reported that they used the patient cable without the ins and no motor responses. The rep reported that the healthcare provider was leaving the lead intact and would program around electrode 1. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the amplitude was taken to 2.0 when they checked the impedances. The cause was not determined. No further complications reported.